Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d8, h2, h3, h4, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). E2/e3: reporter occupation not provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna) procedure, it was found that an unknown yellow substance had appeared near the probe cap and was stuck to the outer wall of the sheath tube. The issue was discovered as soon as the biopsy needle was unpacked. There were no reports of patient harm.

Event description:
No new information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted based on additional information provided.